Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set cannula was bent 90 degrees and was not delivering insulin. Customer's blood glucose level was 511 mg/dl. The device was not returned.